Manufacturer narrative:
Device information - unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a 4fr double lumen cook inc. Central venous catheter was found leaking. The specific rpn is unknown, however, the device was said to be approximately 8cm in length. As reported, the patient was receiving numerous medications through the line and was unable to receive these once device was found leaking. The device was removed on (B)(6) 2018 and it is unknown if a replacement was required. Additional information regarding the event, patient and device have been requested but not yet provided.

Manufacturer narrative:
Device evaluation: the complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Investigation: a document-based investigation reviewed the following: instructions for use, manufacturing instructions, and quality control specifications a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no notable gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The product IFU provides the following information to the user related to the reported failure mode: warnings if heparin-induced thrombocytopenia is suspected, the heparin-coated catheter should be immediately removed... Do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 ml or larger syringe will reduce the risk of catheter rupture. Precautions do not cut, trim or modify catheter or components prior to placement or intraoperatively. Patient movement can cause catheter tip displacement.catheter should not be used for long-term indwelling applications. For heparin coated devices, standard flushing procedures are recommended.¿ supplier investigation: a supplier investigation was not requested as it is uncertain as to what aspect of the catheter caused the reported failure. Clinical assessment: based on current information the most probable causes of this event are disease progression and/or medical procedure related. Conclusion: based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information has been previous reported, is unknown or is unavailable. Additional information. On (B)(6) 2018, the customer provided additional information. The line was not noticed to be leaking, however, the patient was not responding as anticipated so it was suspected the line might have had a leak. The line was not replaced with another device. The device was in place for just under a month in the cardiovascular intensive care unit. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.